Event description:
The footplate on an external midface distractor broke during distraction. Footplate was removed and replaced. Surgeon indicated the distractor required a considerable amount of bending in order to apply it.